Manufacturer narrative:
Unit p-cap or reservoir locked properly in place. Unit received with cracked case (battery tube) and cracked case-corner of belt clip rails. Unit passed the displacement test and self test. However, pump error 63 alarm confirmed in the pump history (variableinfo = 3) due to broken trace at pin#6 at u1 keypad assembly. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure error alarm. Customer was able to clear alarm. Customer was able to complete rewind. Customer did self test and it was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.